Manufacturer narrative:
The device was returned but evaluation has not been performed at this time. Follow up MDR required to report results.

Event description:
It was reported that a patient's blood glucose levels reached 399 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found kinked. As treatment, a manual injection of insulin was delivered and a new pod was applied. The patient's blood glucose history was as follows: (B)(6) 2018: 8:10am 269mg/dl , 9:52am 399mg/dl , 2:47pm 239mg/dl , 4:15pm 390 pod changed.

Manufacturer narrative:
A bend was noted on the exposed portion of the cannula. It is unclear when the bend occurred. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion like a bent cannula. No other defects or deficiencies were found during the investigation. Although no other abnormalities were found, a root cause for the report event could not be determined.